Event description:
It was reported to boston scientific corporation that a advantage was implanted into the patient on (B)(6), 2011. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pain inter; inab inter; off vag dis; diff bowel; rec incont; aggrav incont; oth pain: stomach. Nonsurgical treatments: the patient was treated with injections (not associated with surgical treatment): botox for the treatment of: incontinence . Treatment duration: years. The patient was treated with pain medication: panadol for the treatment of: pain - as needed. The patient was treated with other medication (please specify): cranberry tablets for the treatment of: utis - cannot take antibiotics because gets thrush. The patient was treated with topical treatment (including oestrogen cream): has tried a lot, currently on a 1% . On (B)(6), 2006 the patient commenced other (please specify) for the treatment of: incontinence - changing 7 times day. The patient was treated with other (please specify) for the treatment of: cannot take due to thrush.

Manufacturer narrative:
Block a1: meshc-20211018-07aa20bb block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06554.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage was implanted into the patient on (B)(6) 2011. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pain inter; inab inter; off vag dis; diff bowel; rec incont; aggrav incont; oth pain: stomach. Nonsurgical treatments: the patient was treated with injections (not associated with surgical treatment): botox for the treatment of: incontinence . Treatment duration: years. The patient was treated with pain medication: panadol for the treatment of: pain - as needed. The patient was treated with other medication (please specify): cranberry tablets for the treatment of: utis - cannot take antibiotics because gets thrush. The patient was treated with topical treatment (including oestrogen cream): has tried a lot, currently on a 1% . On january 1, 2006 the patient commenced other (please specify) for the treatment of: incontinence - changing 7 times day. The patient was treated with other (please specify) for the treatment of: cannot take due to thrush.